Event description:
In a literature report, the surgeon presented a retrospective analysis of 48 eyes of 46 patients undergoing descemet's stripping endothelial keratoplasty (dsek) without preexisting glaucoma and investigated the risk factors for iop (intraocular pressure) elevation and its effects on endothelial transplant survival. The surgeon reported that, following dsek during which this viscoelastic was used, eight patients experienced elevated intraocular pressure (iop) for which glaucoma therapy was needed - six patients were treated with medication and two patients required trabeculectomy. Iop elevations were diagnosed from two to ten months after dsek. It was reported that iop elevation appears to be a common postoperative complication of dsek. For this patient, it was reported that 30% of the iridocorneal angle had peripheral anterior synechiae. The duration from dsek to trabeculectomy was four months. Iop range after elevation was 25-36 mmhg. Before trabeculectomy, full topical antiglaucoma medications, including oral acetazolamide, were prescribed. After trabeculectomy, iop was reduced to 14 mmhg (one month), 13 mmhg (three months, and to 15 mmhg (six months). It was possible to reduce the number of antiglaucoma drugs to one topical eye drops. At the 12-month follow-up, the graft status was clear. The surgeon indicated that post-dsek angle observation did not reveal angle closure to be the cause of iop elevation, which led him to consider that steroids might have been the cause. No further information is expected. There are eight medical device reports associated with this event. This report is for the first patient.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. No further information is expected. Citation: naoki ozeki, kenya yuki, daisuke shiba, shigeto shimmura, dogru murat, kazuo tsubota. Intraocular pressure elevation after descemet's stripping endothelial keratoplasty. Jpn j ohthalmol (2012) 56:307-311. (B)(4).